Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Correction # = 2531779-03/24/2010/003-r. On (B)(4), 2011 evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed loss of prime alarms associated with low force. Rewind, load and prime steps were performed successfully with no alarms. The pump was exercised with no alarms occurring.